Event description:
The pt with hypoplastic left heart syndrome (awaiting transplant) underwent several procedures in the cardiac cath lab, including pda stent insertion. A berman balloon catheter was inserted to do a final pressure check. As the balloon was inflated, it ruptured and a release of co2 was seen going into the coronary artery. The pt became hypotensive and unstable. The pt was stabilized using a pacing catheter, mechanical ventilation and medications. The pt recovered without any complications.